Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl with extreme drowsiness, blurred vision, polydipsia, polyuria and symptoms of dehydration associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient receives a loss of prime alarm at night and the patient goes for hours without insulin because the patient does not respond to the alarm right away. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged loss of prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2019 with the following findings: a review of the black box showed one loss of prime event with the force readings not reaching zero. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The rewind, load, and prime steps were performed successfully. The force sensor calibration test confirmed the force sensor was detecting the correct force. No loss of primes occurred during testing. Unrelated to the original complaint, the battery compartment was cracked, and the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.